Manufacturer narrative:
It was reported there was an unexpected (burning) smell from the secondary monitor. The power sharing of main monitor was unstable. The device was used as it was and the procedure was completed. There were no sign of visible fire or flames. Only burning smell was observed. No problems with device behavior. Device evaluation details: the issue of the unstable power supply for the main monitor was traced back to a defective monitor stand which caused a faulty connection. Replacing the stand resolved the instability. However, the reported burning smell from the secondary monitor (ngen monitor) could not be confirmed, and no evidence linked it to the power supply, the monitor, or the replaced stand. A device history record evaluation was performed for the finished device number, and no internal action related to the reported complaint condition were identified. All devices are manufactured, inspected, and released to approved specifications as part of johnson & johnson medtech's quality process. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Note: per FDA request, MDR submissions for the ngen rf generator are to be reported with PMA details of the catheter used along with the ngen rf generator. However, no catheter information was provided. Follow-up was performed and no additional information was provided. Therefore, we are processing this MDR with the "qdot micro¿ catheter" which is the most commonly used ablation catheter with this system. Note: field d4: UDI: the manufacturing date is currently not available. Therefore, the full UDI is currently not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a ngen rf generator, japan and there was a burning smell coming from the ngen monitor. It was reported there was an unexpected (burning) smell from the secondary monitor. The power sharing of main monitor was unstable. The device was used as it was and the procedure was completed. There were no sign of visible fire or flames. Only burning smell was observed. No problems with device behavior.